Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was observed that air-like substances were present at the tube joints. During an ablation procedure, a metriq irrigation tubing set was used to treat atrial fibrillation. It was observed that air-like substances were present at the tube joints. The procedure was completed successfully with a different device. No patient complications were reported. The device was discarded and will not be returned for analysis.